Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that episodes of noise and oversensing were recorded on the atrial channel as a result of minute ventilation oversensing. Boston scientific technical services (ts) recommended testing of the competitor right atrial lead to identify any potential issues causing high impedance measurements. It was indicated that all impedance measurements were appropriate and no lead abnormalities were observed. As a result, automatic gain control was reprogrammed and the respiratory rate trend was programmed off. No adverse patient effects were reported.